Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed, when additional details become available.

Event description:
It was reported that the 9800 system would not fluoro. No patient injury was reported.